Event description:
The customer reported that the insulin pump delivered a 5.5 unit bolus that she did not program. The customer stated that she was sitting on her couch with her insulin pump in her back pocket when the bolus was delivered. Troubleshooting was performed, and the insulin pump passed the self test. Reviewed the insulin pump settings, and confirmed that the easy bolus feature was not turned on. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.